Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a device issue was identified during product analysis. The root cause has been identified as damage due to an electrostatic discharge (esd) event. Our investigation noted that when the signia system is subjected to an electro static discharge event, it is prone to a latch up condition on the main microprocessor. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one signia handle device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. When the microprocessor experiences an esd event it can cause the handle to lockup. The root cause of the observed condition was determined to be a result of an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, the nurse confirmed that the charging was nearly 70% when removing the handle out of the charger. So the nurse inserted the handle into the shell and performed calibration, and then connected the adapter, and performed calibration. There was no problem with the steps above and the device was placed on the instrument table for use. After the reload was connected, the handle display did not change from the freezing status and the device could not be started up. The handle was removed from the shell and inserted into the charger, and the indicator flashed green, but there was no response after the handle was removed from the charger. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, the nurse confirmed that the charging was nearly 70% when removing the handle out of the charger. So the nurse inserted the handle into the shell and performed calibration, and then connected the adapter, and performed calibration. There was no problem with the steps above and the device was placed on the instrument table for use. After the reload was connected, the handle display did not change from the freezing status and the device could not be started up. The handle was removed from the shell and inserted into the charger, and the indicator flashed green, but there was no response after the handle was removed from the charger. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.